Manufacturer narrative:
Medtronic representative reported the imaging system image acquisition system (ias) computer was replaced. On 09/20/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 10/10/2016 a medtronic representative, following-up at the site, reported that although the site abandoned the use of navigation, the site used a c-arm and they did not go to an open procedure. Return requested. Replacement computer shipped to site 09/23/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a brachytherapy procedure, the imaging system image acquisition system (ias) computer did not start. The surgeon opted to abandon the use of the imaging system and used a c-arm for this procedure instead. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted both operating system and software application on the bench. A virus scan was performed with no problem found. The computer was installed in a test imaging system. The system readied and functioned as expected. 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.